Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable for form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has lost 70 pounds since implant and is experiencing persistent pain at ipg site. Surgical intervention will be undertaken at a future date.